Event description:
It was alleged by the customer that during transport of a patient on a stair chair, the tracks locked out and the chair began descending a straight wood (uncarpeted) staircase. It was reported that the staff witnessed the chair run over the first two steps correctly then run out of control down the full flight of stairs. It was alleged that staff member 1 was dragged down the stairs, staff member 2 tried to slow the stair chair progress by running backwards, staff member 3 attempted to slow the descent, however all attempts to arrest the descent were not successful. It was alleged that the patient suffered minor bruising/grazing. One staff member received a broken leg, and one staff member received unidentified minor injuries.

Manufacturer narrative:
In response to this alleged event, a visual and functional inspection was performed by a field service representative. No defect was found with the unit and it was confirmed to be performing to specifications. Training was recommended to the account before the unit is put back into service. .

Event description:
It was alleged by the customer that during transport of a patient on a stair chair, the tracks locked out and the chair began descending a straight wood (uncarpeted) staircase. It was reported that the staff witnessed the chair run over the first two steps correctly then run out of control down the full flight of stairs. It was alleged that staff member 1 was dragged down the stairs, staff member 2 tried to slow the stair chair progress by running backwards, staff member 3 attempted to slow the descent, however all attempts to arrest the descent were not successful. It was alleged that the patient suffered minor bruising/grazing. One staff member received a broken leg, and one staff member received unidentified minor injuries.